Event description:
An infant was being treated with the model 3100a. The infant was removed for re-positioning but when reconnected to the 3100a, the operator could not get the 3100a to repressurize or oscillate. The patient was placed on another type of ventilator without compromise.